Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and think that they were not getting proper insulin delivery. Blood glucose level at the time of the call was 206 mg/dl and treated with syringe. Customer reported the following symptoms related to their high blood glucose such as dehydration and frequent urination. Auto mode feature was not active and automatically adjusting insulin delivery at the time of high blood glucose event. Customer declined further troubleshooting. No product will be returning.